Manufacturer narrative:
No additional information is available. If additional information becomes available, the report wil be updated at that time.

Event description:
Boston scientific received information that while this pacemaker dependent patient was in the hospital, oversensing of noise which led to pacing inhibition of two to three seconds on the ventricular channel was observed on telemetry. There was not a stored right ventricular (rv) electrogram (egm) in the logbook and the rv sensitivity had already been increased previously to 6.0 millivolts (mv). Boston scientific technical services (ts) was consulted and discussed that the cardiac resynchronization therapy pacemaker (crt-p) will only store an episode when eight out of 10 fast beats are above the ventricular tachycardia (vt) detection rate. Ts suggested performing pocket manipulation and isometrics to see if noise can be recreated. Ts also discussed programming options. The cause of the noise remained unknown and the rv sensitivity was increased. The crt-p and rv lead remain in service and no adverse patient effects were reported.